Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury or harm to the patient. The medium-large clip applier instrument was inspected prior to use with no damage identified. The incident occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). Medium-large hem-o-lok clips were used. The vessel or tissue bundle was not greater than 10mm, the specified diameter suggested in the instruction for use. The issue occurred on the 1st clip application. The issue was resolved after getting another clip applier.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the medium-large clip applier jaw did not close all the way. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.